Event description:
The surgeon reported finding a 0.2mm metal particle in a patient's eye during the post-op exam. Additional information received stated the particles were not seen entering the eye. The particles can be seen with the slit lamp. The facility does clean the phaco handpiece with sterile water and uses a quick rinse machine. The facility does re-use single use cannulas and phaco tips. The phaco handpieces are not refurbished or third party repaired. No patient injury was reported.

Manufacturer narrative:
The company clinical specialist reviewed with the surgeon the inertness of titanium in the eye. The company clinical specialist discussed with the surgeon the literature review which notes the safety with an MRI and residual particulates given specific size of the particulate. The root cause of the patient event cannot be determined in this investigation. This report was mailed to FDA on: 06/05/2009.